Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump would not charge with multiple cables and power sources. The charging port was damaged, making it difficult to plug in the micro usb connector. There was no impact to the customer's blood glucose level.